Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation of the colonovideoscope, red vertical lines on the left quadrant of the image. There is no patient involvement.